Event description:
A 28mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2000. The pt has a history of poor cardiac function. It was reported that the pt underwent the implantation of two aneurx aortic extension cuffs in 2003 to treat a type I endoleak. The endoleak persisted and elective explantation of the stent grafts, due to aneurysm enlargement, was performed in 2004. The explanting physician noted that the stent graft was well incorporated into the aorta and iliac vessels. Lumbar arteries were noted to be aggressively backbleeding. These arteries were overswen prior to the implantation of the surgical graft. A large amount of "grumous" was located anterior to the leaking lumbar arteries, which the physician suspected to be the cause of the aneurysm enlargement. The pt was reported to have audible signals in their feet at the termination of the procedure. No add'l sequelae were reported and the pt is reported to be fine. Medtronic has rec'd the explanted stent graft and its eval is pending.